Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had multiple pump error alarm on insulin pump. The customer¿s blood glucose level was 260 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with a new software release detected alarm followed by a failure of flash memory alarm after battery installation, problem isolated to mother board. Unable to perform any tests due to the new software release detected alarm and failure of flash memory alarm. Pump received with corroded battery tube noted. .